Event description:
A customer reported that their t:slim x2 pump battery would not charge. There was no reported adverse impact on the customer¿s blood glucose level. The customer opted out of troubleshooting and no further corrective actions were recorded.